Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient, who had acute exacerbation chronic diastolic heart failure was brought in by ambulance with exacerbated shortness of breath and mild associated chest discomfort. The chest discomfort was not present in the emergency department. The patient had a worsening cough for the past few months. Symptoms were exacerbated with laying flat. There was associated leg swelling. The patient was hypertensive and had lower extremity edema and rales in lung bases. The patient was on chemotherapy for metastatic renal cell carcinoma to the lungs. The patient appeared to go into atrial fibrillation with activity and at rest return to atrial paced rhythm. It was unknown whether the patient's pacemaker, atrial lead, or right ventricular lead caused or contributed to the patient's symptoms. No interventions were performed. Related manufacturer reference number: 2017865-2019-11834 related manufacturer reference number: 2017865-2019-11835.